Manufacturer narrative:
Configuration changes were applied, and the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the image froze during acquisition and an error message was displayed on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.